Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of burst fracture of the l1 vertebra. It was reported that intra-op, the lifting screw plug was broken and the screwdriver tip was deformed. There were no patient symptoms or complications as a result of this event. Type of procedure used is posterior open reduction and internal fixation with screw rod for l1 vertebral fracture.